Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. The delivery system was not returned to edwards lifesciences; however, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicate the ventricular perforation was attributed to the guidewire puncturing the ventricle. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, a left ventricle perforation occurred during a tavr procedure. A balloon valvuloplasty was performed and after a successful deployment of a 29mm sapien 3 valve in the aortic positon, the patient¿s pressure regained quickly and began to rise (systolic pressure 180mmhg) but then dropped suddenly to 50-60mmhg. The patient complained of chest pain. An echo (tte) revealed an effusion into the pericardial space. A pericardiocentesis was performed. The effusion began to slow. A rupture or effusion around the aortic root was not identifiable on echo or angio. A decision was made to transport the patient and convert the patient to an open procedure. A perforation to lv (near mitral) was found. The perforation was repaired and the chest was closed. The patient was in stable condition and transferred for post management care. Of note, the patient did not go on bypass and the valve was functioning. Per report, the suspected root cause for the event was wire perforation.